Event description:
The customer reported that the insulin pump alarmed, and insulin squirted out during the manual prime process as well the device was stuck in the prime loop. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. The device had scratched screen, cracked display window corners, broken belt clip slot, and cracked reservoir tube lip.